Event description:
During a therapeutic drainage procedure, an accustick was inserted into the left side of an empyema stack in the lung. Upon having a chest x-ray done post-procedure, a 0.2 centimeter piece of wire was noticed. The physician felt the piece of wire would not cause risk to the pt and the wire was left inside the pt.